Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the stent is severely deformed and displaced by about 1 mm in proximal direction. Microscopic analysis revealed stent imprints on the exposed balloon surface, indicating that the stent was initially crimped as intended. The balloon is well folded and shows no signs of inflation. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause for the complaint event is most likely related to the patients anatomy.

Event description:
An orsiro drug-eluting stent system was selected to treat a pre-dilated severely calcified lesion in the severely tortuous lad. During device introduction resistance was felt and the orsiro was removed from the patients body. After removal a stent deformation was noticed.